Manufacturer narrative:
A ge service representative performed an onsite investigation and replaced the x-ray tube and the high voltage cables. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not produce x-rays outside of a case. No patient injury was reported.